Event description:
During follow-up, a device firmware update was attempted. During the firmware update, the device entered back-up vvi and resulted in phrenic nerve stimulation. Technical support was contacted and the device was restored and updated successfully. The patient was in stable condition following the programming.